Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and shocks on his left shoulder. The ventricular lead exhibited low impedance, noise and an anomaly. The lead was capped and replaced.